Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during preventive maintenance, the spare arm (arm cart assembly 5) did not meet specifications in the angle measurement test and failed the angle measurement test for angle d on multiple occasions, with values for angle d consistently outside the acceptable range when tested at different values of angle c. An arm non-recoverable error and an arm angle discrepancy were also noted. The self-test was completed successfully, and all other values and parameters were within device limits. The device was operational and returned to the customer. The spare arm was scheduled for replacement, and the part was ordered. There was no patient involvement.

Manufacturer narrative:
H2) correction: d3 (street 1, MFR. Region, country code, postal code); additional information: b3, d4 (serial #, UDI #), h4 h3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated the system triggered an error code for 'arm - angle discrepancy'. Arm car assembly 5 was found to be out of specification for angle measurement. The arm cart assembly was replaced. Evaluation of the logs noted that this issue would not be tracked via the logging system as it refers to the physical angles of the system. Evaluation of the arm cart assembly confirmed the reported condition. The investigation identified that the most likely cause could be traced to a component failure of the robotic arm setup arm. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during preventive maintenance, the spare arm (arm cart assembly 5) did not meet specifications in the angle measurement test and failed the angle measurement test for angle d on multiple occasions, with values for angle d consistently outside the acceptable range when tested at different values of angle c. An arm non-recoverable error and an arm angle discrepancy were also noted. The self-test was completed successfully, and all other values and parameters were within device limits. The device was operational and returned to the customer. The spare arm was scheduled for replacement, and the part was ordered. There was no patient involvement.